Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. No additional information was provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.